Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure during setup, or staff reported all arms were amber. System event logs were not available at the time of the call. Technical support engineer (tse) asked if any errors or messages were displayed on the screens; caller said no. Tse had the customer perform a hard reboot/emergency power off (epo) and reseat of system blue fiber cables. The system powered back on and the console and tower power buttons illuminated solid blue, but the robot power button continued flashing blue and did not complete self test. Tse then had the customer power off the system, disconnect the blue fiber cables, and power each cart on in stand-alone mode. The console and robot powered on successfully, but the tower power button continued flashing blue and could not complete self-test. Tse inquired if they have experienced any power related issues in the or recently; customer informed that they ran a generator test in the or that morning. Tse informed customer that the system will not be available for use due the system being unable to complete power on self test. The customer elected to use the xi system for the procedure and requested fse follow up as soon as possible to provide an eta of service. Fse to follow up.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for evaluation, and the issue was confirmed and replicated. The ccc was visually inspected, and no damage was found. The unit was then installed onto a known-good eft and powered on with no issues. Problems were discovered when attempting to program. During programming, the endoscope controller pca (escp), vdcu, and potpie_pic nodes were unable to be pinged, and no programming route was available, indicating a bricked tegra module. The ccc was taken to a programming station, where it was confirmed that the tegra module is bricked per document 1069151-01. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.